Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. This endoscope was not reprocessed before shipment.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the product may have been affected by aging degradation.

Manufacturer narrative:
The device was repaired and returned to the customer.

Event description:
The customer returned the device to an olympus service center for evaluation. During the evaluation of the device, it was observed that the plastic cover on the distal end was detached. There was no patient involvement, as the issue was identified during service.